Manufacturer narrative:
An event of death post implant procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that implanters don't classify this death as related to the performance of the implanted device. There were no issues with the abbott device or implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident of death cannot be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 21mm regent valve was successfully implanted in a patient with aortic valve disease. On (B)(6) 2024, the patient passed away. The implanters don't classify this death as related to the performance of the implanted device. There were no issues with the abbott device or implant.

Event description:
It was reported that on (B)(6) 2024, a 21mm regent valve was successfully implanted in a patient with aortic valve disease. On (B)(6) 2024, the patient passed away. The implanters don't classify this death as related to the performance of the implanted device. There were no issues with the abbott device or implant.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.